Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 42 mg/dl; cause was not known. Carbohydrates were consumed to address bg. Pump system check found no issues with the pump. Recommendation was made for customer to discuss event with their healthcare provider.